Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that the implantable pacing lead dislodged at implant during the slitting process. The lead was not implanted, and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.